Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the temperature was above specification. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization, associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in august 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the bearings were worn out, loose and were no longer in axial alignment, raising the temperature above specification. The reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.